Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR. If additional information is received a follow-up report will be submitted.

Event description:
On (B)(6) 2014, covidien was notified of the following event: during a superdimension procedure, the live bronch view showed tiny particles of what looked like plastic, appeared to be coming out of the edge catheter system. The physician proceeded with the procedure and there was no injury or serious adverse event to the patient. The physician was not sure if it was the edge catheter system or something already present in the patient. If additional information pertinent to the incident is obtained a follow-up report will be submitted.